Event description:
Procedure:laparoscopic anterior resection of a rectal mass. According to the reporter: during the rectal anastomosis, the row of staples fired incorrectly (row not completed), leaving a portion of the rectum open. This created spillage of rectal contents into the pelvis. Though noted immediately, this led to the conversion to an open procedure from a laparoscopic procedure. A lower anastomosis was required due to the line of staples that needed to be resected. This ultimately led to the creation of a temporary diverting loop ileostomy. There was unanticipated tissue loss as they had to cut lower in the rectum. There was tissue damage as they opened the abdomen and had to use a new handle and new reload and had to go lower on the rectum. Patient needed an ostomy. There was no blood loss of 500cc or more due to the product problem. Surgical time was extended by more than 30 minutes due to the product problem, however, patient is currently during fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).